Event description:
Pt reported that she experienced hyperglycemia of up to 300 mg/dl since (B)(6) 2009 and she believes the insulin delivery of the infusion device is too low. Pt switched to her replacement infusion device on (B)(6) 2011 and has not experienced further problems. Pt was able to control hyperglycemia by herself, and she did not require treatment from a health care professional or second party to address the issue. Cartridges are changed every 7 days and are not reused. Infusion needle is changed every 2 days and the tube every 7 days. Pt was referred to the user's guide. Pt was diagnosed with rheumatism during the summer of 2009. Normal blood glucose level is 120 mg/dl. The infusion device was worn under a lead apron during an x-ray of hands and feet. Infusion device was not exposed to water or additional electromagnetic fields. Infusion device was replaced and requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.